Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clamp on the leg of PICC broke off. The customer is using arrow slide clamp to occlude the catheter, but concerned that this is "off label" use and the risk of air embolisms occurs. The catheter was placed (B)(6) 2019 and remains in situ.